Manufacturer narrative:
A stryker advanced quality engineer reached out to the sales account manager, who provided that this issue was more of an educational need than a device problem as the account was still trialing the altrix. A stryker senior clinical nurse consultant, who was assisting this account, provided education to the account based on the data that was pulled from the unit. She stated that the machine did exactly what it was supposed to do based on the settings. She determined it was the patient's size that was the limiting factorand discussed alternative disposables with the customer that could be used in this situation. Based on this information, it was determined the alleged issue of blanket/wrap contact surface temperature not cold enough during therapy was not due to any component level defect. This was likely due to user error. The issue was resolved for the customer by a stryker clinical consultant providing education to the customer on alternative disposables

Event description:
It was reported that the, while using the device, the patient did not achieved cooling targets quickly enough. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the, while using the device, the patient did not achieved cooling targets quickly enough. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.